Manufacturer narrative:
Attempts were made to obtain further patient information. To date no further details have been provided.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed and displayed a message "all audible alarm failure". No patient harm reported.